Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. This causes the jaws' inability to open during surgery. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found not abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, force bipolar (fb) instrument tips were damaged and could not be opened. The instrument was stuck in the cannula. The customer removed the instrument and cannula together. After, the customer reshaped the instrument tip to remove it from the universal surgical manipulator (usm) arm. The customer continued the procedure without replacing the instrument because the procedure was almost completed. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip was not detached completely from the instrument. The insulator part of the instrument was broken and protruded sideways. The instrument did not collide with any other instrument or tool during the procedure. No port incision was increased to remove the instrument with the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.